Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported no power when ac (alternative current) is plugged in. There was no patient involvement.

Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. The customer confirmed the reported problem. The service technician replaced the power supply and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.